Event description:
It was reported that the right ventricular (rv) lead was dislodgement shortly after implant. Fluoroscopy was performed and found that the lead was dislodged. Subsequently the lead was successfully repositioned. No additional patient adverse effects reported.